Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, lens had bubbles and or scratches on it when implanted. Subsequently the lens was removed during initial procedure and completed with unspecified replacement iol. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).